Event description:
It was reported that the device was at elective replacement indicator earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Concomitant products: 6947-65 implantable tachy lead (B)(6) 2010; 4194 88 implantable pacing lead (B)(6) 2010; 4076-52 implantable pacing lead (B)(6) 2010.(B)(4).